Event description:
It was reported that, "xray was taken on 1 yr follow up visit! It was noticed that pedicle screws were broken bilaterally at t1. The construct went from c2- t1. No surgery is needed at this time. Dr. [] will do periodic x-rays as he follows the progress of this patient.

Manufacturer narrative:
Device still implanted.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: 1 oasys 3.5 x 28mm pa screw medial, cat#48555328 was reported broken about 1 year after implantation. The product could not be returned to stryker for inspection, since it is still implanted in patient and only x-rays were provided. The lot # for this product is unknown, so the manufacturing records could not be reviewed. The breakage occurred similarly on the screw of the other side implanted on t1 in a c3-t1 construct. This conformation generated most probably abnormal axial/bending loads on these screws. The screw breakage is believed to be the result of the conditions of use. Conclusion: the screw was not returned, therefore the exact cause of the screw breakage could not be determined and is likely multifactorial.

Event description:
It was reported that, "xray was taken on 1 yr follow up visit! It was noticed that pedicle screws were broken bilaterally at t1. The construct went from c2- t1. No surgery is needed at this time. Dr. (B)(6) will do periodic x-rays as he follows the progress of this patient.